Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed in the downloaded data but was unable ot be reproduced. Upon investigation the monitor was drawing excessive current and would not power up. The cause for the failure was isolated to a defective u1003 programmable logic device on the monitor c/a board, and thermally damaged u1004, u1005, u600 components. The u1003 pld was internally shorted and was not producing proper output. The root cause for the damaged u1003 programmable logic device could not be positively identified. The root cause for the thermally damaged u1004, u1005 and u600 components was the excessive current draw. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.